Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the metal exposure of the curved portion likely occurred due to the same cause as other breakage, but it could not be judged whether the metal exposure of the curved portion was due to stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was leakage from the bending section cover due to a hole/cut, the bending section cover glue was lifted/cracked and a blurred image was present. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the oes cystonephrofiberscope, the distal tip was blown open and the metal tube was exposed. Customer reported the issue occurred before the procedure began, there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with this event.